Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that no external power alarms were observed while the system was supported by the mobile power unit (mpu).

Manufacturer narrative:
Section e1: reporter number was not available. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The submitted controller event log file contained data spanning approximately 2 hours (7:28:01 ¿ 9:24:46 on 26jun2024 per the timestamps). The log file captured no external power and low voltage hazard alarms on 7:54:09 to 7:54:14, 7:57:22 to 7:57:47, 8:00:19 to 8:00:33, 8:29:40 to 8:30:37, and 8:33:25 to 8:33:40 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. It was reported that the mpu is functioning as intended. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that log files were looked again and the clinic was consulted. It was determined that the no external power was triggered by a double disconnect from the black and white cable. It was noted that the mobile power unit (mpu) worked absolutely fine, and the ac power cord did not come loose and no further alarms were seen.